Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 6 months. The replaced external portion of the percutaneous lead was returned for evaluation. The submitted photos from the account as well as the evaluation of the returned portion of the percutaneous lead confirmed the reported damage to the patient's percutaneous lead. Approximately 28 inches of the external portion of the lead was returned for evaluation. The previous percutaneous lead (driveline) replacement site performed on (B)(6) 2011 was present on the proximal end of the lead. Electrical continuity testing of the lead segment in its returned condition did not reveal any discontinuities or shorts. No damage was observed to the underlying clear bionate, and the wires were not exposed. The percutaneous lead replacement site appeared to have been displaced from the original position in relation to the underlying wires. Breakdown of the metal braided shield consistent with the duration of use was observed along the length of the replaced portion of the lead, appearing most severe at the distal end of the lead and adjacent to the distal end of the prior replacement site. Visual inspection revealed a breach in the yellow wire insulation. Testing confirmed that the inner metal conductors were exposed, and also identified a second breach in the black wire. The observed wire damage appeared to be the result of fatigue failure due to abrasion. Microscopic inspection revealed no other areas of compromised wire insulation. Although the perc lead replacement was reportedly performed only due to the observed cosmetic damage to the prior replacement site and no atypical alarms were reported or captured in the submitted system controller log file, the system had the potential for an electrical short and resulting interruption in pump function. No alarms or interruptions in pump function were reported for the event. The submitted system controller log file appeared to show the system operating as intended with stable pump parameters. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that there was damage to the patient's driveline. No alarms were reported. The patient was reported to be asymptomatic. A system controller log file was submitted to the manufacturer's technical services representative for review, and no adverse events were recorded. Pictures submitted showed damage to the outer layer of shrink tubing of a previous percutaneous lead (driveline) replacement that was completed on (B)(6) 2011. On (B)(6) 2016 a percutaneous lead (driveline) replacement was completed. During evaluation of the returned percutaneous lead, it was found that the percutaneous lead had the potential for an electrical short that could have resulted in an interruption in pump function.